Manufacturer narrative:
From the ev1000ni system, the pump unit, panel pc and databox were returned for evaluation. Since the customer did not send back the pressure controller, heart reference sensor or the finger cuff, the system was evaluated with a known working pc2k, hrs, and finger cuff. The system was powered up and was identified as working correctly. There were no error messages seen. No defects could be found from the visual inspection. For further evaluation the ev1000ni was tested with a known working pump unit in order to see if there was any drift in the measured values, but no significant drift was observed. The reported issue could not be confirmed. The whole system was tested according to doc-0039691 and sop5898 and it passed all tests without any issue. Furthermore the electrical safety test, pressure test, functional test and final verification were performed as well. The device history record was reviewed; no related non-conformances were found. No previous related record of servicing. No escalation is required. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Blood pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during a second surgery on a patient, the ev1000 full platform displayed inaccurate systolic, diastolic and map values. In the beginning the clearsight correlated with nibp at 122/53, for several minutes before slightly drifting to a difference of 40 mmhg less in systolic value and 20 mmhg in map. The values obtained by the pni were higher than the ones obtained from the nibp cuff. Both devices were on the same arm/body part. The patient was not treated according to the wrong values provided. No error message was displayed. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.